Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter: "customer noted that some of their edta tube are underfilling. The collection method is using needle and syringe draw. The blood is transferred into the vacutainer tube, and allowing the vacuum to draw the blood.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter: "customer noted that some of their edta tube are underfilling. The collection method is using needle and syringe draw. The blood is transferred into the vacutainer tube, and allowing the vacuum to draw the blood.¿